Manufacturer narrative:
The immucor laboratory did not have testing material for the igg class of anti-m, so alternatively, a DHR review was performed for m antigen status prior to release to market. The DHR review was performed on 27jul2016. The DHR review determined that all three (3) screening cells were confirmed as m antigen positive, that all specifications were met prior to release, and no deviations were noted prior to release.

Event description:
On (B)(6) 2016, an (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo neo instrument, when tested on (B)(6) 2016.